Event description:
During a left nephroureterectomy, patient experienced the complication of "transection left renal artery with massive bleeding." After irrigation and visualization, it was identified that the left main renal artery had been transected but not stapled by the endovascular stapler.